Manufacturer narrative:
Product complaint #: (B)(4). UDI: (B)(4). A review of the device history record was conducted for both the kit and pump. No issues were identified during the manufacturing and release of these products that could have contributed to the problem reported by the customer.

Manufacturer narrative:
Product complaint #: (B)(4). UDI: (B)(4).

Manufacturer narrative:
Product complaint : (B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A leak of fluid from pump was reported. To complete the procedure the physician used another set of the same type. No consequences for the patient reported.